Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported perforation and hypoxia could not be conclusively determined. Perforation and hypoxia are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a flail, and a prolapsed posterior. One clip was successfully implanted, reducing mr to a grade of <1. However, during the removal of the steerable guide catheter (sgc), a right to left shunt was observed. An atrial septal defect (asd) closure device was implanted. There was no clinically significant delay in the procedure.